Event description:
Complainant alleged that the medics reported that during the monitoring of a pt's (age and gender unknown) heart rhythm, there was no display on the device screen. The medics obtained another device to monitor the pt's heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.